Event description:
It was reported by the rep the device was used in an unknown procedure. It was reported the superior portion of closure rolled out of staples. A number of staples fell out before dressing was placed. Same stapler used to finish. There was no consequence to the pt.